Event description:
This rv lead was implanted on (B)(6) and was capped and replaced on (B)(6) 2013 due to noise on electrogram (egm), low impedance trend of 350 ohms and high threshold of 1.7@1.5. The physician was dr. (B)(6) at hospital of the (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).